Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department from the emergency dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. Further testing found the device did not pass the sdram test. This was due to the som2 hardware module. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.